Manufacturer narrative:
Correction: this report is to retract 2017865-2021-15769, submitted on (B)(6)2021. This report was erroneously submitted. Additional information received noted that the device was previously reported in 3006705815-2021-00938.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. Explant of the device was complete on (B)(6) 2021. No patient condition after the procedure was reported.